Event description:
During the course of routine laboratory activities, it was discovered that an inr result greater than 9.99 could be incorrectly transmitted from the sysmex coagulation analyzer to the lis (host computer) if not programmed correctly. In the case of the pt result below, an inr of 21.65 could be reported as 1.65.